Manufacturer narrative:
(B)(4). Implant date: (B)(6) 2017. Medical products: comp 6mm hum frac stem macro , part # 11-113556, lot # 304890. Versa-dial 42x21x43 hum head, part # 113034, lot # 037690. Versa-dial/comp ti std taper, part # 118001, lot # 553150. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 06624, 0001825034 - 2017 - 06638, 0001825034 - 2017 - 06639. It is unknown if the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that patient was revised due to infection within 1 month from the primary surgery. Additional information is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed. Device history record (DHR) was reviewed and no discrepancies were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.